Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem customer technical support it was discovered that the customer was using cold insulin within the cartridge. Customer was educated to use room temperature insulin. Customer continued to use the original cartridge.